Event description:
It was reported that, after a journey tka had been performed 10-15 years ago, the patient experienced a breakage of the ps post. This adverse event was solved by a revision surgery on (B)(6) 2022, in which the insert was replaced. No further information is available at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a journey total knee arthroplasty had been performed 10-15 years ago, the patient experienced a breakage of the post. This adverse event was resolved by a revision surgery on 15-aug-2022, in which the insert was replaced. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury or abnormal loading. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.